Event description:
Customer reported that pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer on returning the malfunctioning device. The customer was aware of the backup therapy plan, which was to use multiple daily injections, and confirmed understanding of the return process.